Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis(pd) patient's caregiver reported the patient was hospitalized and developed a (B)(4) infection. Follow-up was made with the peritoneal dialysis registered nurse (pdrn), who stated the patient was hospitalized on (B)(6) 2015 due to escherichia coli faecalis peritonitis. The pdrn stated the infection was attributed to touch contamination, where the patient had breaks in technique and sterility. It was indicated the patient not practice aseptic technique during treatment. There were no reported fluid leaks during treatment or prior to infection. The nurse stated the patient was provided effective dialysis treatments while hospitalized. Per the pdrn, while in the hospital the patient also developed a (B)(6) infection at the catheter exit site. As of (B)(6) 2015 the patient was still hospitalized and was expected to be discharged the evening of (B)(6) 2015 and was expected to resume continuous cycler-assisted peritoneal dialysis (ccpd) therapy. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. Add device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Several unsuccessful attempts have been made to obtain medical records related to the event. If additional information should become available, a follow-up report will be submitted.